Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported that he noticed insulin in the chamber of the infusion device; patient does not attach the adapter and tubing to the cartridge prior to inserting into the chamber of the device. Patient stated that there were about 5-10 units of insulin in the chamber of the infusion device. Patient reported he used a cotton swab to dry out the chamber; advised to allow air to circulate in the chamber. Patient stated upon removing the cartridge from the chamber of the infusion device, it did not appear to be damaged and the plunger was intact. Patient reported he experienced an elevated reading prior to noticing the insulin in the chamber. Patient stated his blood glucose reading was 264 mg/dl. Patient's target blood glucose is 115 mg/dl. Patient reported he bolused to bring down the reading and feels fine at this time; no outside assistance was required. The patient did not know if insulin was spilled or if the cartridge leaked. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged insulin cartridge for evaluation.